Manufacturer narrative:
(B)(4)

Event description:
It was reported via stelobot chat that a broken sensor wire occurred. The biosensor was inserted into the arm on (B)(6) 2026 after the insertion site was cleansed with alcohol. On (B)(6) 2026, following exercise, the biosensor was removed. Upon removal, it was observed that the sensor wire had fragmented, with a portion remaining embedded in the skin. Symptoms at the puncture site included redness, inflammation, tightness, purulent discharge, and pain. The individual consulted a healthcare provider (hcp) on (B)(6) 2026. The retained portion of the sensor wire was removed with tweezers. The hcp prescribed an oral antibiotic, sulfamethoxazole/trimethoprim 800/160 mg, to be taken for seven days, which was initiated on (B)(6) 2026. At the time of reporting on (B)(6) 2026, the individual reported persistent redness at the site but otherwise felt well and continued the prescribed antibiotic therapy for infection resolution. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional customer or event information is available.